Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the patient was on their way to urgent care because they had a fall on (B)(6) 2016 and didn't know if they broke anything, but was in pain. The patient fell on their whole left side, which was where their implantable neurostimulator (ins) was located. The patient didn't want to have to turn their stimulation off because couldn't afford to have anything go wrong with their device. No interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the health care provider (hcp) reported that the patient had an open implantable neurostimulator (ins) placement.